Event description:
It was reported that during a total thyroidectomy procedure, the pedicles were inspected in usual fashion and hemostasis was good. Two days post-op, patient described having a bowel movement with extreme effort and immediately experienced swelling in the neck. Admitted through ER and was treated for bleeding of arterial seals on two upper pole and one lower pole vessel. Patient was stabilized.